Event description:
It was reported that the right ventricular lead exhibited over-sensing noise. Further information was requested but not received.

Event description:
New information received noted that the right ventricular lead was fractured. The lead was explanted and replaced. The patient was in stable condition post-procedure.